Event description:
It was reported to medtronic neurosurgery that three weeks after the implantation of the device, the doctor found that the joint of the valve was leaking. According to the report, the patient underwent a revision surgery. The report stated that the patient is well and under observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.